Event description:
Procedure: sleeve gastrectomy. According to the reporter: the instrument jammed on the tissue. The surgeon forced the instrument to release it. The stomach is open on 3mm. The surgeon sutured with thread after resection of additional tissue. The cause was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).